Event description:
The patient reported that the v-go 30 device come off today. The patient confirmed that he is preparing the application site with an alcohol prep. The patient stated that when the v-go device is coming off, the needle pokes and it feels like a bee sting.